Manufacturer narrative:
The reported field event of loss of cardiac pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device replacement procedure due to normal battery depletion, pacing inhibition was observed on the device. The device was programmed to voo, and electric cautery was used during this time. Cardiac massage was performed due to a couple of escape rhythms. The pacing resumed ten second later. The device was explanted and replaced without further issue. The patient was stable.